Event description:
The pt reportedly had an infection at the implant site. The patient was treated with antibiotics (type unknown). However, the infection did not resolve. The patient's device was repositioned.